Event description:
Reported blood results of "448 mg/dl, 330 mg/dl, and 309 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution are being replaced.